Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site took 2 spins and believed that both had been transferred to the navigation system, but found that only the 1st spin had been transferred. The site brought back the imaging system back into the room and attempted to transfer the scan, but were unable to. It was later noted that the issue was due the 2nd spin having no nav tag. There was a less than 1-hour delay to the procedure and no impact on patient outcome. Additional follow-up determined that the site completed the procedure without the use of navigation.